Event description:
Independent repair center customer alleged the unit will not start. The key failure is the zip tie leaking. Associated malfunctions for this device: a plug came loose on the circuit board.